Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 6x daily and manages his diabetes with oral medications (type/ amount not specified). The alleged issue began on the evening of (B)(6) 2012. About 755pm (2 hours after eating dinner), the patient reported obtaining a blood glucose result of '160 mg/dl' with the subject meter and confirmed he felt 'ok' at that time. The patient reportedly went out for an extended 1 hour walk around his neighborhood. Halfway through the patient's walk, the patient claims he 'collapsed' and fell down on the pavement allegedly due to low blood glucose. The patient forced himself to get up and walk back home. By the time the patient arrived home, the patient claims he felt 'drunk like' and his hands were shaky. The patient denied testing at that time; however, stated he felt like his blood glucose was around ''65 mg/dl.'' The patient ate 10 teaspoons of honey, 4 pieces of bread, 1lb of grapes and 6 oz of milk as treatment. By 11pm that same evening, the patient reported obtaining a blood glucose result of '240 mg/dl' with the subject meter before bedtime. About 3am, early the next morning, the patient alleged someone tried to wake him up but he was not responsive. They tried to give the patient a glucose tablet but felt it was not working. Emergency medical services (ems) was contacted and arrived within 15 minutes. The patient obtained a blood glucose result of ''31 mg/dl'' with the ems meter and was administered a glucagon injection as treatment. The patient allegedly slowly regained consciousness. After a few minutes, the patient obtained a blood glucose result of ''152 mg/dl'' with the ems meter. About 20 minutes later, the patient obtained a blood glucose result of ''101 mg/dl.'' The patient did not have the testing supplies with him at the time of troubleshooting. The customer care advocate (cca) was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.